Manufacturer narrative:
The pump was returned and was found to have exceeded the dispense accuracy specification by dispensing more fluid than the programmed rate. The catheter was returned and no significant anomalies were found. Concomitant medical products: product ID: neu_unknown_cath, serial# :unknown, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned with no complaint. Analysis was performed and an anomaly was found.